Event description:
The reporter called regarding euflexxa injections. The reporter had knee replacement surgery on one knee in 2019. In 2019 the knee started hurting and the other knee also started giving pain. The reporter mentioned she had eufkexxa injection for knee pain. Soon after which she experienced feeling tired, not well, difficulty in walking and all joints pain. Reference report: mw5164869 and mw5164870.